Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown; unknown, unknown stem, unknown; unknown, unknown head, unknown. Report source, literature: zadzilka, j.d. Et al (2018). Do porous tantalum cups increase bone mineral density on the acetabular bone stock after revision tha? Unpublished manuscript, cleveland clinic, cleveland, oh. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01892, 0001822565 - 2018 - 01893, 0001822565 - 2018 - 01894. (B)(4). Product location unknown.

Event description:
It was reported in a journal article that a patient underwent irrigation and debridement washout to treat an infection and hematoma. A PICC line was placed, and the patient was discharged home with antibiotics after tens at the hospital. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow up report is submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.